Event description:
The customer reported that the touchscreen was unresponsive. The customer reported that the unit was not in use on a patient. The issue was discovered during a repair of the device. The customer contacted product support and reported the touchscreen needs replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service personnel (asp) spoke to biomed and realized that philips service technician broke the screen during the navigation ring repair. Knowing how to use a torque screwdriver and the torque specifications may have helped prevent this incident. The authorized service personnel (asp) replaced the touchscreen to address the reported issue. Based on this information, MFR report# was reported in error; the touchscreen damage occurred during service. Therefore this complaint no longer meets reportability requirements.